Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
The facility reported a pump with a continuous unspecified alarm. This event occurred during pt infusion. It is unk if the pump stopped infusing as a result of the alarm, however, the pump was swapped out and therapy was restored. The duration of the delay in therapy is unk. It is unk what was being infused. There was no pt injury or facility incident report associated with this event.